Manufacturer narrative:
Analysis found the recharger failed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4). Analysis of the recharger (serial# (B)(4)) is not yet complete; a supplemental report will be sent when completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a burning sensation on their skin if they had the recharger (insr) directly on their skin, but the patient couldn't get good coupling with a shirt on top of their skin while recharging. It was recommended for the patient to try using the antenna locate feature to help detect the best insr location to recharge, while using a shirt as a layer of protection. A replacement insr was sent to the patient. No further complications were reported/anticipated.